Manufacturer narrative:
(B)(4). Batch #: u5dp2l. Additional information was requested, and the following was received: could you please clarify would the device not close? Or would the device close and then could not be opened? N/a. The sales unable to get further information from the ot nurses and the surgeon. Was there any visible damage to the device? N/a. The sales unable to get further information from the ot nurses and the surgeon. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pph03 device arrived with no apparent damage void of staples and with the breakaway washer uncut and without marks. However, marks were observed on the safety. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. No issues on handle were noted. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the closing handle cannot be closed /released upon closing knob and unlock safety pin. The doctor described it as stuck. Replaced with another new pph03 to continue the procedure. The procedure was successfully completed. There were no patient consequences. Procedure: hemorrhoidectomy.